Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced hypoglycemia (no symptoms reported). The cgm was reading 165 mg/dl and the patient went to the ER. There they took a blood glucose reading was 46 mg/dl. There they treated the patient with dextrose. The patient stayed at the ER from 9:30 am to 12:30pm. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.